Manufacturer narrative:
The manufacturer previously reported a ventilator's flow readings were incorrect. The device was returned to a third party service center, and the customer's complaint was confirmed. The device's sensor board was replaced to address the issue.

Event description:
The manufacturer received information from a third party service center alleging a ventilator's flow readings were incorrect. The device was not in patient use. The device evaluation has not been completed by the third party service center. At this time, they are unable to confirm the alleged malfunction. A follow-up report will be submitted when the third party investigation is complete.